Event description:
During the loading of a new reservoir process of the minimed 670g (serial number (B)(4)) the pump pushed insulin out of the infusion set prior to the priming step. Upon examination, I first thought it was a problem with the mio infusion set and repeated with a fresh reservoir and mio. The same problem occurred. I then tried a third mio and operated as before. Per the instructions for use, the infusion set should not dispense liquid during the reservoir load process. I contacted medtronic directly to file a complaint and they indicated this was a piston displacement problem and to discontinue use of the pump and they would provide me a new one over night. Pediatric child on insulin pump therapy for type one diabetes. Pt does not show symptoms of hyperglycemia or hypoglycemia and uses cgm.